Event description:
A patient reported the following to our afiliate. Prior to this event, the patient reported experiencing dry eyes and the patient used otc eye drops because lenses would not move smoothly on eyes. In 2006 the pt inserted 1 day acuvue lense and experienced a gritty sensation. The patient wore the lenses for a longer than usual time that day. When the lens was removed that night, the patient noticed an edge chip in the lens. The following morning, the patient reported pain and photophobia in the left eye. The patient saw a doctor that day. We contacted the office of the doctor who treated the patient next day. The nurse advised us that the pt said the lens had been forcibly removed the previous evening. The pt was diagnosed with corneal erosion left eye which was deemed "not serious." The pt was instructed to d/c lens wear for 1 week and use levofloxicin and sodium hyaluronate eye drops. The pt complained of severe pain in the eye and requested pain medication and the doctor refused to prescribe pain medication. The nurse said the patient did not accept the doctor's instruction and left clinic without prescription. The pt saw another doctor at the eye clinic 3 days later. The pt was diagnosed with a 2.5 mm central corneal ulcer in the left eye involving the corneal stroma. The treating doctor did not consider the edge chip as a contributing factor to the injury. The doctor said the lesion was infectious and felt it was due to the patient's eye being untreated for 3 days. The doctor told our affiliate oral and topical antibiotic medications were prescribed. The patient's bcva in the left eye was 20/330. We received the following information from the treating ophthalmologist on 1/9/07, bcva with glasses, 20/67. The patient was prescribed the following medications: sodium hyaluronate, dislofenac sodium and another medication, name not provided. Levofloxacin 0.1% and cefdinir, which was previously prescribed were discontinued. The doctor said there was no substantial change to the size of the ulcer. Our affilitate followed up with the doctor on 1/12/07. The pt was prescribed another antibiotic eye drop, we don't know the name of that medication. The pt was instructed to discontinue the use of diclofenac sodium. The pt was instructed to return in one week. No additional information has been received. The device history review for this lot revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. We will continue to follow the progress of this injury and we will submit the additional information in a supplemental report.